Manufacturer narrative:
Correction: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review of the transmission, the pacemaker exhibited radiofrequency suspension. No intervention was performed and no issues were found at a follow-up in clinic. The patient was in stable condition.